Manufacturer narrative:
The reported event that the patient medical device removal had could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the swiss trauma fracture registry. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Please note, that reports received from the swiss trauma fracture registry are not published reports and therefore web link is not available.

Event description:
The present swiss trauma fracture registry (swtr) is a prospective, multi-center, observational study to collect data on all stryker trauma and extremities products with the aim to add to the existing clinical evidence to support the safety and performance of stryker implants for the approved indications for use. The swtr captures data evaluating the real-world usage of stryker implants at trauma centers with the capacity, training, and experience to gather clinically relevant standard of care safety and performance endpoint data. During the review of the report, medical device removal was noted for this patient during the follow-up visit.